Event description:
Additional information received from the hcp reports the patient was also experiencing fever, redness, swelling, and incisional wound opening of the device pocket. The patient was treated with both oral and IV antibiotics. The infection is reported to have resolved.